Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the mid-right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 4.00mm x 8mm was returned for analysis. A visual and tactile examination of the balloon was returned in a deflated state. A detailed microscopic examination of the balloon material identified no issues. The balloon exhibited signs of having been inflated and was not refolded. A detailed microscopic examination of the balloon material identified no tears or holes in the balloon material. A visual and tactile examination identified no kinks or damages were observed along the entire length of the hypotube. A microscopic examination of the bumper tip identified no damage. A microscopic examination of the proximal and distal markerbands identified no damage. No kinks or damages were observed of the shaft polymer extrusion. A leakage analysis was performed on the device. The device was attached to an encore inflation device. The balloon was inflated to its rated burst pressure of 20 atmospheres with no issues. No leaks were identified and the balloon-maintained pressure. A vacuum was applied and the balloon deflated fully. The balloon was inflated on two more occasions, to its rated burst pressure, with no leaks observed. The encore device verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the mid-right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.